Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg was inoperable unable to communicate with programmer and displayed the error message "generator unavailable, make sure the generator is in range and has enough battery power." Troubleshooting was attempted and a bluetooth reset and re-pairing using a magnet was attempted to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.